Manufacturer narrative:
Date of event: exact date unknown, event occurred a month ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients left lead had high impedances. It was noted that the patient experienced random jolts. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2218-70 (sn: (B)(6). The returned lead was analyzed and revealed visual (microscope) and x-ray inspection of the lead revealed that 4 cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The allegation of high impedance has been confirmed. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Event description:
It was reported that the patients left lead had high impedances. It was noted that the patient experienced random jolts. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.